Event description:
On 07/07/08- received email from reporter, alleging that when they received the bed the nut (44126) that secures the ground wire to the ground lug was loose. On 07/17/2008, she stated that he tightened the nut to resolve the issue.